Event description:
This report is being filed after the subsequent review of the following journal article, hall, j.a., et al., (2006). "Humeral shaft split fracture around proximal humeral locking plates: a report of two cases." J orthop trauma;20:710-714. Case study of two cases of early proximal humeral fracture fixation failure in osteoporotic bone by humeral shaft "fissure" or split fracture after open reduction and internal fixation with locking proximal humeral plates (synthes ltd). Each patient failed early in the postoperative period and was revised to fixation with compression plating techniques, with uneventful union. This is report 2 of 2 for (B)(4). This report is for an unknown locking screws and refers to loosening of screws and refers to grand mal seizure, pain and bruising, and fracture of the humeral shaft around the shaft portion of the locking plate, which required revision surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown locking screws, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.